Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. Approximately a week later the patient presented to the clinic and the physician elected to reprogram the device and continue to monitor the patient. The patient was in stable condition post reprogramming.